Event description:
It was reported by repair work order that the load cells needed to be replaced and that the scale may have been inaccurate. It was also reported that the power cord inlet filter was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: evaluation and repair will be complete upon receipt of parts.

Manufacturer narrative:
Follow-up submitted with conclusion results.

Event description:
It was reported by repair work order that the load cells needed to be replaced and that the scale may have been inaccurate. It was also reported that the power cord inlet filter was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.